Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/22/2023. An investigation was conducted on 07/05/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the loading device. The delivery device was returned inside the loading device with the seal and tension spring assembly in place. A mechanical evaluation was conducted. The seal was able to be loaded into the delivery device with no visual or physical difficulties. The blue slide lock was observed to be on and the white plunger was not depressed. The seal and tension spring assembly were removed from the delivery device with no physical difficulties. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.22 inches (rm2036883). The length of the delivery tube was measured at 2.52 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and investigation results, the reported failure "fitting problem" was not confirmed. The lot #3000253077 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm), when the heart string was prepared, setting was performed according to the procedure, and the delivery device was pulled out from the loading device, but the seal was not properly loaded in the tube of the delivery device. Therefore, prepare another heart string and set it in the same way. This time, was able to set it up without any problems and used it in the operation as it was. There is no effect on the patient because of the malfunction at the preparation stage.